Event description:
Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records for the liner identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to the off-label usage, by using a competitor head with a zimmer liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 00-8758-010-28 item name continuum longevityconstrained liner, ii 28 x 52 lot # 64030604. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -02961.

Event description:
It was reported that a patient underwent a tha. Subsequently a revision was done for dislocated hip one month post implantation. Removed the liner and replaced with a constrained liner. Attempts have been made and additional information on the reported event is unavailable at this time.